Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced approximately twenty infusion sets leaking at the insertion site events on 4-apr-2024. The infusion sets were in use for 48 hours. The blood glucose level at the time of events were high (specific value unknown was over 400mg/dl) and patient resolved it with correction bolus via pump followed by replacing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1918506 - MDR 3003442380-2024-15541 - device 1 of 1.